Event description:
It was reported that during a retrosigmoidectomy video laparoscopic procedure, the device did not fire nor cut the tissue. Another reload was used but the problem occurred again. It was not reported how the case was completed. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples and with no damage to the cartridge lockout tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. Cartridge batch# y5ff20.